Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was able to be charged and rebooted. The log was downloaded, there was no data within the investigation window. Functional testing was performed and it passed. Confirmation of the allegation and a root cause could not be determined.